Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that according to the customer's parent, the customer experience a high blood glucose of 300 mg/dl. It was also reported that the insulin pump had piston issues. The drive support cap and displacement test were found to be correct. It was mentioned that the buttons had to be pressed hard to give a result. In addition, the priming and high pressure test were also correct. It was reported that a no delivery was received after 3 unites and the customer was asked to contact healthcare professional to change insulin as there was no site issues and settings were also correct. There was a low reservoir and low battery in the alarm history. Due to the button issues, it was reported that a replacement insulin pump was agreed upon. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape, act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms and low reservoir alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.